Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasions at 12.1cm to 12.4cm and 12.7 cm to 13.1 cm from connector pin. Rv shock cables were exposed but not abraded. These abrasions are consistent with friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.